Manufacturer narrative:
According to the reporter information, the instrument involved in this complaint would have been available for investigation. To date and after several requests, the instrument has not been returned to medacta international, yet. The complaint has been closed and, in case of item return, it will be communicated to FDA. On 31 july 2017 it was prepared a final report with the information already submitted in the initial report. On 20 august 2017 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 29 may 2017. Lot 1652691: (B)(4) items manufactured and released on 28 november 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 29 may 2017 the r&d project manager performed a preliminary investigation, based on the available pictures, and commented as follows: the impaction plate showed a broken locking disc in the bottom area. It is not possible to determine the root cause of the event but this type of discrepancy will be continuously monitored.

Event description:
Upon final impaction, the impaction plate broke. No extra instrumentation needed to complete the surgery. There was no delay in the case. No fragments fell into the patient. The surgery was completed successfully. Instrumentation is available.